Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of: l3-l4, l4-l5, l5-s1 internal disc derangement; l3-l4, l4-l5 ,l5-s1 stenosis; lumbar radiculopathy; intractable back and lower extremity pain. The patient underwent following procedures: right-sided transpedicular exposures tor neural decompression l3-l4, l4-l5, l5-s1; placement of interbody devices at l3-l4, l4-l5, l5-s1; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l3, l4, l5, and s1; posterior spinal fusions l3-l4, l4-l5, l5-s1; harvest of local bone autograft. Per op-notes, ¿¿ right-sided transpedicular exposures and right-sided posterior lateral fusions were performed at l4-l5 and l3-l4. Next, the right-sided screws were inserted using the c arm. The rod insertion device was placed over the screw housings¿ an appropriately sized rod was selected and inserted through the screws. Set screws were applied. The l5 set screw was torqued to final tightness. The l3, l4, and s1 set screws were engaged, but not completely tightened¿ the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space, along with a pledget of bmp. The 10 x 32 millimeter device itself was then inserted, which had been filled with bmp along with some more local bone autograft. .. The patient was awakened in the operating room and transported to the recovery room in stable condition...¿

Event description:
It was reported that on (B)(6) 2010 , the patient underwent a posterior lumbar interbody fusion. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.